Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. An obstruction of flow would not be likely to cause or contribute to death or serious injury, even in a clinical setting. Additional conditions must also exist (e.g., surgical/ treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours; surgical delay greater than 30 minutes) before an injury could occur, and even under those conditions, the risk of patient harm is low. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a versajet ii hydrosurgery system handset, 45deg 14mm exact was not performing correctly. The tip seemed to be "bent" and the stream was affected. Surgery was performed, after a non-significant delay, with a back-up device. Patient was not injured as consequence of this problem.